Event description:
The customer reported that her blood glucose level reached 26.8 mmoi/l [483 mg/dl]. That the cannula was kinked, and that the adhesive was wet and smelled like insulin. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device was not returned for evaluation. We re unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.